Event description:
When the catheter was removed from the pt for replacement, the dome separated from the catheter and the dome dropped in the pt's stomach. The dome was removed endoscopically. This incident was found approximately 6 months after placement.